Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected 2 years ago with 0.3 ml of juvéderm vista volite xc in the horizontal neck for wrinkles, 4 months later 0.7 ml of juvéderm vista volite xc again for horizontal neck wrinkles, 2 months later the patient received injection in ck4 on both sides, ck3 on the right, using 1 ml of juvederm vista voluma xc, and 3 weeks later the patient received 1 ml of juvéderm vista volite xc in the temples and t-area. 2 and 1/2 months after injection in the temples and t-area, the patient developed hard lumps on the neck. During that same month the following treatment was provided: bilanoa, celestamine 2t, prednisone 20mg, hyaluronidase, and prednisone 15mg. The next month the patient was treated with prednisone 10mg, hyaluronidase, prednisone 5mg, prednisone 2.5mg, and hyaluronidase. The patient also took bilanoa during the hyaluronidase injections (due to wheals and itching during injections). The hcp stated ¿at this time, hard lumps were palpable deep inside the right ck3 voluma, but it was not visible from the outside, so hyaluronidase was not administered. The lumps subsided naturally after a while.¿ hcp additionally reported there was an additional injection using juvéderm vista volite xc in the neck approximately 6 months ago. Patient was found to have small, hard lumps along the creases of the neck. The treatment was to dissolve them with hyaluronidase. Hcp noted considering the duration, induration occurred in the neck where was injected six months ago, so it's possible that it was caused by volite.